Event description:
Information received from our (B)(6) affiliate. On (B)(6) 2012 a pt who wore 1-day trueye narafilcon a contact lenses (narafilcon a product is not marketed in the u.s.) Reported being treated for "something like gastric ulcer. Bacteria might come in," and that "the symptom resolved in 2 weeks." The pt reported on either (B)(6) 2012, initially experiencing a foreign body sensation in the od while wearing a trueye contact lens. The symptom persisted the following day when the pt inserted another lens form the same carton. The pt then switched from trueye product to acuvue product the following day; the symptoms persisted od. On (B)(6) 2012, information was received form the treating eye care professional (ecp). The treating ecp confirmed that the pt presented on (B)(6) 2012 and was diagnosed with a bacterial corneal ulcer od. No culture was obtained. The diagnosis was based on the ecp's observation. The ulcer was located at the 9 o'clock position, not central and about 1-2 mm in size. The pt's visual acuity was not affected. The pt was instructed to d/c contact lens wear and treated with vigamox and ophthalon ophthalmic drops. The pt returned for f/u (B)(6) 2012. On (B)(6) 2012, the ulcer was close to being resolved. On (B)(6) 2012, recovery was confirmed and the pt was allowed to resume contact lens wear. The treating ecp was unsure if the pt's symptom was related to the pt wearing trueye or acuvue product in the od. A lot history review was conducted. The batch record did not show any abnormalities in monomer and solution testing. The ph and conductivity were in specification. All parameters tested were within specification. All sterilization requirements were successfully completed. Fifty seven sealed blisters were returned. The parameters of ten lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. One lens had an edge chip. No other visual attributes were observed. No additional information is expected to be received. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device from same lot of actual device involved was evaluated. No conclusion can be drawn.